Event description:
It was reported that customer's insulin pump had an error message during the refill stage. It was reported that there was condensation inside the screen. Sometime the device interrupts insulin delivery without warning. No other details were provided. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.